Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen (500 mg/ml at 50 mg/day) via an implantable pump for an unknown indication for use. It was reported that the patient experienced a pump pocket seroma on (B)(6) 2008. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown what diagnostics were performed. Interventions included antibiotic therapy; no surgical treatment was performed. It was unknown if the issue was resolved. The patient status was alive ¿ no injury.